Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;customer sent an emptied vial;unable to evaluate test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage (kitchen).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected non-fasting blood glucose test result range is 350-400 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2016. Memory concerns: undisclosed. Customer called and stated that her meter is displaying "hi" and would like to know what "hi" means. Advised the customer that "hi" indicates a blood glucose test result of over 600 mg/dl. Ran a blood test- meter displayed "hi". I advised customer seek immediate emergency medical attention. Customer stated that she just ate and does not feel like her glucose levels are that high. Customer declined emergency intervention and stated that she will continue monitor her glucose levels. Customer declined checking the meter memory. I will replace the meter, test strips and send control solution.